Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the holder for the dongle had broken screws. Once replaced, the dongle was able to be inserted and stopping the emergency stop. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi7100210. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that although the release button for emergency stop is pressed during system start up, emergency stop was not released. No patient was present.